Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified side information. Part & lot was identified on patient sticker sheet. Medical records were obtained. Medical records indicate pseudotumor. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Event description:
Litigation alleges patient had physical injuries, pain, bodily impairment and high levels of toxic metal in bloodstream after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob and dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.